Event description:
Device was no longer functioning. Device removed on (B)(6) 2012. Pt health was not compromised.

Manufacturer narrative:
This has also been reported by (B)(4). Please reference uf/importer report: (B)(4).